Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive two positive curative test results. The patient's test sample (B)(6) was collected on (B)(6) 2021. The patient's sample resulted in a repeat on (B)(4) and was retested on (B)(4) which resulted out as positive with a CT value of 37.62. No corrections were made to this test report upon release to the patient. In addition to the patients' records, it was found that the patient took one other curative tests on (B)(6) 2020 ((B)(6)) which resulted as positive on (B)(6) 2020 at 7:04pm cst with a CT value of 33.43 per the clinical lab's investigation, sample (B)(6)was resulted correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. Sample (B)(6) was on (B)(4) at position h12 and testing started on (B)(6) 2021 at 4:48 am cst and the result for this test was released on (B)(6) 2021 at 10:43am cst as repeat with a CT value of 36.20. It was retested on (B)(4) on (B)(6) 2021 at 10:24am cst and the result for this test was released on (B)(6) 2021 at 4:14pm cst as positive with a CT value of 37.62. (B)(4) had two empty wells that showed zero amplification on the data all passed qc. (B)(4) also had an empty well which showed zero amplification on the data and all passed qc. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position, a floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Customer success team responded to the patient on (B)(6) 2021 and explained to the patient how curative's pcr test works in regards to positive and negative value ranges. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result. In addition, curative cannot verify the patient's claim that they saw field operations specialists switching the test vials since there is not a discrepancy in results. The patient tested on (B)(6) 2020 with a CT value of 33.43 which was confirmed with repeat testing and 4 days later on (B)(6) 2021. The test received another positive result with a CT value of 37.62 which was confirmed with repeat testing. The increase in CT values is indicative of the patient recovering from covid-19.

Event description:
Patient called in to customer support stating that he had a video of one of the techs at the testing site switching the sample tube in the test kit bag, thus producing a false positive. He advised they want to leak this to the press. (B)(4) (customer success) spoke to the patient and noted the following: "this patient is questioning his results because he said he went to get another test on the same day and that one was negative. He also said he does not feel like the testing site handles the samples correctly.